Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined; however, the most probable cause could be attributed to the operator's technique. The instruction manual states, ¿always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop, align working element and sheath parallel to one another before proceeding. ".

Event description:
Olympus was informed that during a trans-urethral resection of a bladder tumor (turbt) procedure, a ceramic piece of the inner sheath broke off and fell inside the patient. The device fragment was retrieved using forceps. There was no bleeding observed. There was no x-ray performed. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to provide the lot number of the device. The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found the portions of the beak broke off and cracked. The red dot from shoulder screw and proximal housing was noted to be missing. Based on similar reports, the reported event can be attributed to the device being mishandled or coming in contact with a hard object during use resulting in the tip breakage